Event description:
There was a catheter body separation when removing the central venous catheter. It was stated that the doctor palpated the tip. A cutdown was performed at bedside to the right jugular to retrieve the central venous line. Two sutures were administered at the neck. It was reported that there was no patient distress and the patient tolerated well.